Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep replaced the batteries and interconnect cable. The system is operating as intended.

Event description:
The customer reported that the system is locking up on boot up. There was no injury to the patient.